Manufacturer narrative:
E2 e3- information unknown. Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer mentioned that the issue occurred on all scopes and different video scope cables were attempted. Tac instructed the customer to power off the device, reseat the digital light source, and to power device back on. Afterwards, the issue persisted, and tac advised the customer to send in the device for evaluation and repair. The customer declined initiating a return merchandise authorization. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is unable to display image with 180 series scope. The event occurred during preparation for use, prior to a colonoscopy operation and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.